Event description:
Medtronic received information from a journal article that three of eleven patients who underwent repair of the truncus arteriosus communis (tac) with this model pulmonary valved conduit subsequently underwent a surgical procedure related to the device. In addition, it was reported that one patient passed away prior to discharge due to a respiratory infection 32 days after the procedure, and one patient passed away two months after discharge. There was no allegation that the deaths were associated with the devices or repair procedures. Of the three patients who underwent a subsequent procedure, two patients underwent a single interventional cardiac catheterization for balloon dilation of branch pulmonary arteries, and one patient¿s conduit was replaced at 24 months after the tac repair due to severe valve incompetence and stenosis of left pulmonary artery origin. The patient who passed away prior to discharge developed necrotizing enterocolitis while on extracorporeal membrane oxygenation, and dies due to acute respiratory distress syndrome and sepsis. No risk factor for the early death was identified. An autopsy of the patient who died suddenly two months after discharge showed no specific cardiac findings correlated with death. The overall study covered 29 patients (18 female) who underwent repair of the tac over a 12.5 year period at a single facility. The median age of all patients was 28 days (range 11 to 127 days) and the median body weight was 3.1 kg (range 2.6-5.9 kg). The patients¿ ages and weights were not broken out for the four types of devices used for this patient population.

Manufacturer narrative:
To date, no additional information has been received from the article's author contact. As the devices were not returned for evaluation, a failure mechanism was not able to be determined. Stenosis, regurgitation, and dilatation are known adverse events and are doc umented in the device risk assessment documentation.

Manufacturer narrative:
Additional information has been requested from the article¿s author contact regarding device details and subsequent patient outcomes; no additional information has been received to date. Without device- or patient-identifying information, it could not be determined if these complaints had previously been reported to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.